Event description:
The customer reported that the system had a communication failure error and shut down. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The boards were reseated and the power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.